Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose levels near 0 mg/dl at the time of the incident. The customer was at 250 mg/dl at the time of the call. The customer used honey, food and glucose tablets. The customer experienced symptoms such as feeling unwell and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller stated the pump was over delivering. Troubleshooting was not completed as the customer was not feeling well. The insulin pump will not be returned for analysis.